Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") with vulvovaginal swelling and amenorrhoea ("not having a period") and was found to have weight decreased ("I have lost 40 ibs since my surgery"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain had resolved and the vulvovaginal mycotic infection and weight decreased outcome was unknown. The reporter considered amenorrhoea, back pain, vulvovaginal mycotic infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received, event "weight loss" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") with vulvovaginal swelling and amenorrhoea ("not having a period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had resolved and the vulvovaginal mycotic infection outcome was unknown. The reporter considered amenorrhoea, back pain and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event not having a period was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") with vulvovaginal swelling and amenorrhoea ("not having a period"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain had resolved and the vulvovaginal mycotic infection outcome was unknown. The reporter considered amenorrhoea, back pain and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case 2020-056375 was identified to be duplicate of this case and will be deleted. Source documents, reference section from case 2020-056375(MFR number 2951250-2020-01214) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("yeast infection") with vulvovaginal swelling. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had resolved and the vulvovaginal mycotic infection outcome was unknown. The reporter considered back pain and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event yeast infection and vaginal swelling added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.